Event description:
This retrospective pregnancy case was reported by a healthcare professional ((B)(6)) and describes the occurrence of device dislocation ("two devices in the intra-pelvic position, positioning of insert on right was questionable"), abortion spontaneous ("haemorrhagic spontaneous miscarriage") and pregnancy with contraceptive device ("spontaneous pregnancy after sterilization") in a female patient who received essure (batch no. 626913). Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient started essure. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On (B)(6) 2010, device dislocation (seriousness criterion medically significant) was found and abortion spontaneous (seriousness criterion hospitalization). At the time of the report, the device dislocation, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for device dislocation, abortion spontaneous and pregnancy with contraceptive device with essure. Diagnostic results: on (B)(6) 2010: abdominal plain film during hospitalization: the two devices in the intra-pelvic position. Positioning of insert on right was questionable. Company causality comment: this medically confirmed case report refers to a female patient who became pregnant after essure (fallopian tube occlusion insert) insertion, was hospitalized due to an haemorrhagic spontaneous miscarriage , and during investigation, an x-ray showed two devices in the intra-pelvic position, positioning of insert on right was questionable. Haemorrhagic spontaneous miscarriage is unanticipated, while the others are anticipated according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, the patient got pregnant 2 years after insertion and an x-ray showed two devices in the intra-pelvic position and the positioning of insert on right was questionable (interpreted as essure dislocation to pelvic cavity as worst case scenario) after the pregnancy outcome. Although the timing and confirmation of the dislocation are lacking, this could have contributed to the pregnancy, however a device failure cannot be excluded. Pregnancy and the device dislocation were considered related to essure. The gestational age at miscarriage occurrence was not reported. Considering that the vast majority of spontaneous abortions occur in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, the miscarriage was considered unrelated to essure. This case was regarded as incident due to serious injury. Further information and a product technical analysis are awaited.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This retrospective pregnancy case was reported by a health professional ((B)(6) reference number: (B)(4)) and describes the occurrence of device dislocation ("two devices in the intra-pelvic position, positioning of insert on right was questionable"), abortion spontaneous ("haemorrhagic spontaneous miscarriage") and pregnancy with contraceptive device ("spontaneous pregnancy after sterilization") in a female patient who had essure (batch no. 626913) inserted. Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion hospitalization). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. At the time of the report, the device dislocation, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, device dislocation and pregnancy with contraceptive device with essure. Diagnostic results: on (B)(6) 2010: abdominal plain film during hospitalization: the two devices in the intra-pelvic position. Positioning of insert on right was questionable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 12-oct-2017 for the following meddra pts: device dislocation: (B)(4) cases (excluding this case). Pregnancy with contraceptive device: (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a healthcare professional ((B)(4)) and describes the occurrence of device dislocation ("two devices in the intra-pelvic position, positioning of insert on right was questionable"), abortion spontaneous ("haemorrhagic spontaneous miscarriage") and pregnancy with contraceptive device ("spontaneous pregnancy after sterilization") in a female patient who received essure (batch no. 626913). Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient started essure. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On (B)(6) 2010, device dislocation (seriousness criterion medically significant) was found and abortion spontaneous (seriousness criterion hospitalization). At the time of the report, the device dislocation, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for device dislocation, abortion spontaneous and pregnancy with contraceptive device with essure. Diagnostic results: on (B)(6) 2010: abdominal plain film during hospitalization: the two devices in the intra-pelvic position. Positioning of insert on right was questionable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jun-2017 for the following meddra preferred term: device dislocation -analysis in the global safety database 1166 revealed cases. Pregnancy with contraceptive device -analysis in the global safety database 3.198 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 1-jun-2017: no follow-up information received after 3 follow-up attempts. Case closed. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.